Event description:
Following the implantation of an advance sling, the patient experienced "erosion of the mesh" and the incontinence became worse. The patient was implanted with another incontinence device. No further patient complications were reported in relation with this event.